Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
During an unknown procedure, clips fell out before being applied. There was no patient consequence.